Manufacturer narrative:
The device or logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Red handle leak: the cause of the red handle leak was not determined since product/data logs were not returned and insufficient clinical details were provided. Purge leak- pump- the cause of the purge leak was not determined since product/data logs were not returned and insufficient clinical details were provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in the EU (france) had a 5.5 pump support ongoing for the patient admitted in with a coronary artery bypass graft (CABG) and bentall procedure. The 5.5 was supporting but explanted after 5 days when it was explanted after a red plug leak was observed by the medical team. The field rep was notified days after the explant. No harm is reported due to issue and patient is stable.